Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Reportedly, the wake button was hard to push and at times did not turn on the pump screen or start a quick bolus when the button was pressed. Customer's blood glucose level was 300 mg/dl. It was indicated that a correction bolus was delivered to address blood glucose level.